Event description:
It was reported that damaged power cords were intermittently not providing power and causing spectrum pumps to shut down. It was also reported tha there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed the evaluation confirmed and reproduced the intermittent loss of power, caused by a failed power supply. The power adapters were replaced.